Event description:
It was reported that "small xia primary surgery was performed. T1~9 was fixed screws but t4~6 was skipped because of spinal caries. After that the rod breakage was found and the revision surgery was performed."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: device history review; device inspection; complaint history review; risk assessment. Results : it was confirmed by visual inspection that the xia titanium 4.5 rod broke. The breakage happened after surgery, which required a revision surgery to take place. A manufacturing record review was performed and no manufacturing anomalies that could be associated with the breakage were reported. Based on indications from the surgical technique the fracture of the rod could have been caused by biological, mechanical and physiochemical factors, but at this time a specific cause cannot be determined. Conclusion: the root cause of the rod breakage, is likely due to patient and/or surgical technique related factors, however, the exact root cause cannot be determined at this time and is likely multifactorial.

Event description:
It was reported that "small xia primary surgery was performed. T1~9 was fixed screws but t4~6 was skipped because of spinal caries. After that the rod breakage was found and the revision surgery was performed."